Event description:
It was reported that the device had unintended zoom motion and knocked over an employee causing injury.

Manufacturer narrative:
Further information on the injury to the employee was not available.

Event description:
It was reported that the device had unintended zoom motion and knocked over an employee causing injury.